Event description:
Reportedly, noise was observed on rv lead probably due to myopotentials.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Patient files dated of (B)(6) 2022 at 15:44 analysis confirmed the reported ventricular noise oversensing since 24 june 2022 (at least) in all the recorded episodes. In 1 episode, the observed oversensing led to the charge of capacitors, however any shock was delivered. - ventricular lead impedance and coil continuity measurements remained in normal range. - the ventricular sensitivity was programmed at 0.4mv - the origin of the observed noise could not be determined with certainty. It could result from electromagnetic interferences (emi) and/or myopotentials sensing.

Event description:
Reportedly, noise was observed on rv lead probably due to myopotentials.